Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by a nursing team that when puncturing the peripheral venous access of a newborn, using a 24 g x 0.56 in. Bd insyte-n¿ autoguard¿ shielded IV catheter, there was wrinkling at the catheter introducer causing a small lesion on the back of the rn hand, due to the lack of accuracy of the introducer. There was no report of medical intervention.

Manufacturer narrative:
Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 126139 ¿ the lot number was built on afa line 4, from december 28, 2015 thru january 4, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications (B)(4), in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: the review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. Visual analysis: observations and testing: received one used iag 24ga unit with a package top web label from the lot number 6263372. The unit consists of the retracted needle/safety barrel and the catheter/adapter assemblies. Penetration and drag testing: could not be performed; the returned unit was used and had been retracted. Visual/microscopic examination: the needle was reassembled to the out position, observed there was no mechanical/physical damage to the springs or needle hub or grip. There was no evidence of adhesive on the button, grip or hub the bevel area had the proper bevel cut and the secondary bevel was present. Lie distance: lie distance could not be performed, the unit was retracted. Cannula tip quality rating: b, acceptable. No bends, holes, kinks, splits, wrinkles or the characteristic v shape of a spear thru was observed found in the tubing. Catheter tip graded: 3, acceptable. Investigation samples(s) meet manufacturing specifications: yes, the unit provided for evaluation met manufacturing specification in regards to the reported defects. Investigation conclusion: conclusions: the defects of peelback and other, as stated in the subjects of the pir were not confirmed. The returned unit did not display any adverse characteristics that would contribute to the defects the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause description: relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Rationale: corrective action project / CAPA (#): a root cause could not be identified. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.